Manufacturer narrative:
Date of event: (B)(6) 2019. Date of this report: 04apr2019. The customer was sent a liquid crystal display (lcd) and a video graphics array (vga) controller board to address the reported issue. The ventilator passed performance specification testing.

Event description:
It was reported that the ventilator had a blank display. No patient involvement. Event date not specified, estimate used.